Manufacturer narrative:
Failure analysis noted that the pump had a blank display due broken battery tube spring. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer stated that it was impossible to restart the pump. Troubleshooting was not performed. The device was returned for analysis.